Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure coils removal). At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 898935) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's previously administered products included for an unreported indication: motrin from 2007 to december 2009. Concurrent conditions included morbid obesity. In december 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypothyroidism ("hormonal changes describe: hypothyroid"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pruritus ("rashes or skin conditions type: itchy skin"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: leiomyoma"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), the first episode of vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal discharge ("vaginal discharge") and the second episode of vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (essure coils removal, hysterectomy (uterus and cervix removed), dilation and curettage). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, hypothyroidism, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, pruritus, bladder disorder, urinary tract disorder, migraine, headache, adenomyosis, uterine leiomyoma, anaemia, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia and the last episode of vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anaemia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypothyroidism, menorrhagia, migraine, nausea, pelvic pain, pruritus, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of vulvovaginal pain and the second episode of vulvovaginal pain to be related to essure. The reporter commented: most if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 53.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc (product technical complaint ) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 898935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's previously administered products included for an unreported indication: motrin from 2007 to december 2009. Concurrent conditions included morbid obesity. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypothyroidism ("hormonal changes describe: hypothyroid"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pruritus ("rashes or skin conditions type: itchy skin"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), leiomyoma ("reproductive system disorder or condition type of disorder or condition: leiomyoma"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), the first episode of vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal discharge ("vaginal discharge") and the second episode of vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (essure coils removal, hysterectomy (uterus and cervix removed), dilation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, hypothyroidism, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, pruritus, bladder disorder, urinary tract disorder, migraine, headache, adenomyosis, leiomyoma, anaemia, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia and the last episode of vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anaemia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypothyroidism, leiomyoma, menorrhagia, migraine, nausea, pelvic pain, pruritus, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of vulvovaginal pain and the second episode of vulvovaginal pain to be related to essure. The reporter commented: most if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 53.8 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Lot number added. Events added from pfs- hormonal changes describe: hypothyroid, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder, apareunia (inability to have sexual intercourse), rashes or skin conditions type: itchy skin, bladder or urinary problems or changes, migraines / headaches, reproductive system disorder or condition type of disorder or condition: adenomyosis, leiomyoma, blood or heart disorder/condition type: anemia, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, hair loss, vaginal pain, did not undergo confirmation test. Onset date of event pelvic pain were update. Historical drug, concomitant disease added. Reporter information added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.